Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 55 mg/dl, and the meter bg reading was 525 mg/dl. Bg was addressed via a correction bolus. As a result of the decreased basal, customer's blood glucose (bg) level rose and was "high" (specific value was not provided). Due to the increased bg the customer experienced "chest pain" and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address bg level. Customer was released from the ER on 7/6/2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.